Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with a button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with scratched lcd window, case display window corner, cracked reservoir tube lip, cracked belt clip slot, and cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, physical damage and had moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to moisture; perspiration. He mentioned there was condensation under the lcd screen and pump having some physical damage. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.